Manufacturer narrative:
G4:27nov2020. The device was evaluated by a philips international field service engineer (fse) who reported the phenomenon could not be confirmed despite operation check. The fse replaced the data acquisition board monitoring pressure and flow sensor assembly measuring airflow rate were replaced preventatively. No other anomalies g4:11feb2021. The customer returned gds (gas delivery system) assembly and data acquisition (daq) board revealed no anomalies via visual inspection. A failure investigation (fi) technician installed the gds (gas delivery system) assembly and data acquisition board (daq) into a fi ventilator to duplicate the reported issue of proximal pressure line disconnect. The fi technician concluded that the customer complaint could not be verified. The returned gds and daq board passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 09nov2020.

Event description:
The customer reported a patient disconnect alarm during clinical use. The phenomenon was said to not have reoccurred. The field service engineer evaluation is pending. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported.